Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. The tamper proof label had been removed. An internal inspection found multiples system interconnect cables loose and display was not seated correctly. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend